Event description:
Customer¿s caregiver reported customer received a lower reading on his adc blood glucose meter than a reading obtained by a healthcare provider. It was further reported that on (B)(6) 2018 customer received a reading of 128 mg/dl so he self-administered ¿less insulin¿ which resulted in the customer feeling ¿very bad¿. Caller noted customer was experiencing ¿dizziness and tremors¿ at the time. Customer was taken to his hcp where a reading of 187 mg/dl was received on the hcp meter and he was treated with ¿more insulin¿. Caller noted the customer was diagnosed with hypoglycemia which would be inconsistent with the hcp result and treatment rendered. Caller also noted the adc reading was less than an unspecified reading received on a teacher¿s meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR (device history review) for the freestyle precision neo was reviewed and showed the freestyle precision neo passed all tests prior to release. The DHR for the precision strips was reviewed and showed the precision strips passed all tests before release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.section h5 - labeled for single use was corrected from yes to no.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s caregiver reported customer received a lower reading on his adc blood glucose meter than a reading obtained by a healthcare provider. It was further reported that on (B)(6) 2018 customer received a reading of 128 mg/dl so he self-administered ¿less insulin¿ which resulted in the customer feeling ¿very bad¿. Caller noted customer was experiencing ¿dizziness and tremors¿ at the time. Customer was taken to his hcp where a reading of 187 mg/dl was received on the hcp meter and he was treated with ¿more insulin¿. Caller noted the customer was diagnosed with hypoglycemia which would be inconsistent with the hcp result and treatment rendered. Caller also noted the adc reading was less than an unspecified reading received on a teacher¿s meter. There was no report of death or permanent injury associated with this event.